Event description:
A caller reported that the pump battery would not charge, despite being within warranty and using the correct charging cable. There was no adverse impact on the customer's blood glucose level. The caller attempted multiple solutions, including using different wall outlets and adapters, but the issue persisted. Consequently, technical support decided to replace the pump. The customer will use multiple daily injections as backup therapy and was instructed to return the problematic pump within ten days after putting it into storage mode.